Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected shutdown occurred. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery. Additionally, the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. Replacement cable sent to customer. Blood glucose level was 300 mg/dl.